Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient had heard of zapping from other people on the web, and it was just random where some people said they had the device and it was so terrible because it shocked them on the inside all the time and some people were blowing things out of proportion. No further complications were reported/anticipated.